Event description:
It was reported that the customer was hospitalized with high blood sugars. The troubleshooting conducted indicated the device was functioning properly. Explained the rule of changing the infusion set after two consecutive high blood sugar readings. Sent a tubing clamp and advised to callback for further testing when it is received.